Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Unable to perform functional testing due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 116mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer stated that they took a shower and placed the insulin pump on the counter and the condensation got under the screen. The customer stated that the insulin pump did not have any crack but there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.